Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted. A painful placement and difficult insertion on right side were described. She used local anesthesia and place afterwards. Twelve months after insertion, she began to experienced pain in abdomen, rash, allergic complaints in eyes, increase or heavy blood loss during menstruation, incontinence, lower back pain, arthralgia, pain radiating to legs, menstruation pain, memory loss, concentration problems, swollen abdomen, fluid retention, very stiff in the mornings in neck and shoulder and suspect allergy to sugar and wheat . She also reported a procrastination behavior and a suspicion of fibromyalgia. The influence of essure in her daily life included problems with movements and work-related problems. She reported that she had to make a diet because of suspicion of allergy to sugar and wheat, but it did not help. She contacted a rheumatologist. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is serious due to reported disability(event led her to problems with movements and work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. This consumer presented abdominal pain after insertion. Considering event's nature and positive temporal relationship, causality cannot be excluded. Since this event influence her daily life including problems with movements and work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 20-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is serious due to reported disability (event led her to problems with movements and work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. This consumer presented abdominal pain after insertion. Considering event's nature and positive temporal relationship, causality cannot be excluded. Since this event influence her daily life including problems with movements and work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.